Event description:
It was reported that during an open reduction internal fixation, distal radius on (B)(6) 2012, while inspecting a distal radius set, pre-op, they discovered a sealed package marked as a right guide block: labeled, part number 03.111.600. The guide block inside the package was a left, part number 03.111.601. The used a right guide block from another set to complete the procedure. There was no adverse impact to the surgery or to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. Manufacturing evaluation showed the part, 03.111.600, lot 10-5147, was produced and packaged by synthes (B)(4) and appears to have been correctly labeled at the time of manufacture. A us label was subsequently affixed to the package incorrectly identifying the part as 03.111.601 with the same lot number. Therefore, based on examination of the returned package, the item was mislabeled when the us label was applied and therefore this complaint is valid. The condition was noted during processing in monument and a stock evaluation, (B)(4) was initiated and an ncr ((B)(4)) generated for mislabeled parts. The non-conforming parts were returned to (B)(4) but as noted in the additional evaluation for complaint 11619, the parts were returned back to (B)(4) in (B)(4) 2012 as dock to stock. From what we can see from the DHR and stock evaluation (B)(4) that are associated with this complaint, the product must have been returned to monument without (B)(4) completing the required corrective action. In conclusion this complaint is deemed valid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Event date is (B)(4) 2012. Placeholder.